Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with 3 proglide devices using the pre-close technique via a 18f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of three proglide devices were successfully pre-placed. The 18f sheath was used throughout the procedure, and the tavi procedure was completed. Reportedly with all three devices, the suture snapped during knot advancement. A new proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.